Event description:
The physician requested an estimation of the residual longevity. The preliminary analysis revealed a normal battery depletion.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician requested an estimation of the residual longevity. The preliminary analysis revealed a normal battery depletion.